Event description:
According to the reporter: procedure: lap chole. During articulation, the device tip split off. The device was removed from the trocar with force. The second device also broke into pieces and fell into cavity. They were able to retrieve all the pieces but one piece could not be removed. Operating time was delayed by less than 30 minutes.